Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Implant date - implant date: not applicable, as lens was removed during the same procedure. Explant date - explant date: not applicable, as lens was removed during the same procedure. First/given name: unknown/not provided. Email address: unknown/not provided. (B)(6). The intraocular lens (iol) is not being returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a front haptic stuck to the optic and could only be removed with an instrument. Medio-clear 2.0% was used for filling. No patient harm was reported and it is unknown if the material is available. No additional information was provided to johnson & johnson surgical vision.